Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) was completed. The reported problem ("adjust belt" messages, service code 204) was confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure and the reported alarms was isolated to an open red (can h) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned monitor sn (B)(4) and reported that a patient was receiving "adjust belt" messages and service code 204 (belt unusable).